Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that two infusions set fell off within one day of use. Event was occurred on 06/03/2024 and 06/04/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.